Event description:
Report received of a failure to alarm. The report states, "pump does not alarm when tubing contains air. Seconary infusion-programmed volume is larger than the volume of the bag. Once the secondary bag is empty, the pump continues to pump air. Nurse stopped pump once she saw air in the distal tubing. Chemotherapy was infusiong, unknown which kind. Air went up to the patient. No consequences to the patient. They changed the pump and the tubing and sent it to the repair center. The rate was 500ml/hour. The treatment was finished. No missed doses as a result of the incident." Additional information has been requested, but has not become available